Event description:
It was reported that the preloaded intraocular lens (iol) was defective and the device had a melted tip. There was no patient contact and the event was observed upon priming the lens. No other information was provided.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: not applicable, as there was no patient involvement. If implanted, give date: not applicable, as there was no patient involvement. If explanted, give date: not applicable, as there was no patient involvement. Device evaluated by MFR: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: sep 20, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed the damaged complaint lens was received stuck inside the complaint cartridge of the simplicity handpiece overridden by the plunger rod which had cracked open the cartridge. No additional defects or assembly issues were observed before and after disassembly. The lens was not removed to avoid introducing additional damage unrelated to the return condition of the lens. Conclusion: the complaint issue of lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue could not be confirmed. However, the observed issue cartridge crack is similar to the complaint issue cartridge tip cracked/damaged and could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.